Event description:
The user facility reported a patient with cardiomyopathy was implanted with an impella 5.5 device for mechanical circulatory support while awaiting "urgent" transplant. Approximately 20 days after start of the support, the pump lost flow, left ventricle and placement signal decoupled, and repositioning attempt failed. It was further explained while intubating the patient, the patient arrested, and flows could not be improved for reasons unknown. Consequently, impella 5.5 device was explanted, and the patient was moved to extracorporeal membrane oxygenation support. The status of the patient as a result of the event was noted to be unknown. However, the outcome at explant noted the patient survived the device removal.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation of low pump flow and positioning issues has been completed. The product and data were not returned for review. The root cause of low flow was unable to be determined as limited clinical details were provided and no product was returned for review. The root cause of positioning issue was unable to be determined as limited clinical details were provided and no product was returned for review. The root cause of the optical signal issue could not be determined due to insufficient product or data logs returned.